Event description:
It was reported that an inflatable penile prosthesis (ipp) exhibited inflation issues, and the reservoir was found to be empty, indicating fluid loss. However, the source and location of the leak are unknown. A surgical procedure was performed to remove and replace the ipp. No complications were reported.

Manufacturer narrative:
Model number/catalog number 720185-01, serial number n/a, batch/lot number 0178835015, model/catalog description reservoir flat iz 100 ml, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation, fluid loss and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; inflation issue and fluid leak are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.